Event description:
The customer received blood glucose readings of 26 and 22mg/dl on the contour , re-tested with a different bottle of strips and the reading was 121mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The test strips were not expected to be returned. Product was not replaced.